Manufacturer narrative:
A ge service rep performed an on site investigation. The key switch was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that there was a non-bypassable keyswitch error. This error may prevent the system from completely booting up for result in a system lock up. There is no report of injury or death associated with the event described in this complaint.